Event description:
On december 24, 2007 the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation since the medical affairs specialist was unable to contact the pt by phone to obtain additional info. The pt said the alleged inaccuracy issue started on the same day at 10:30am. The pt obtained a result of 184 mg/dl that the cca confirmed in the reported meter memory. As a result of the reported issue, the pt took an increased dose of diabetes medication, 11 units novolog insulin. The pt became shaky, jittery, jumpy, and had blurry vision after the alleged issue. A result of 56 mg/dl was obtained on a backup meter within 30 mins of the 184 mg/dl reading on the reported meter. The pt received assistance/advice from a health care professional and ate food and/or drank beverage. The cca confirmed that the pt followed correct testing technique. The cca walked the pt through a control solution test with the lfs product; the control solution result was outside of specifications. The pt's products were replaced. The complaint is reported because the pt alleges she took an increased dose of insulin based on an inaccurately high reading on the lfs product and afterward-experienced symptoms suggesting hypoglycemia. The pt claims a control solution test result was outside of specifications.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.